Event description:
The facility rep reported 32 battery discharges below alarm threshold found during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional info is available.